Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor would not power on after resetting before a download. The cause of the monitor not powering on was a flash memory failure (components u102 and u105) on the c/a board. The flash memory had an intermittent bga connection, which was discovered during the flash memory test. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective components. The pt received a replacement monitor.

Event description:
A review of service data has detected a reportable event. Upon servicing of monitor sn (B)(4), which was returned for normal maintenance, the monitor reset before a download and then would not power back on. The last pt to use this monitor did not report any problems.